Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2122521. D.4. Medical device expiration date: 31-oct-2023. H.4. Device manufacture date: 02-may-2022. D.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples from bd inventory were evaluated by functional testing, and no issues were observed relating to underfill, as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed, for the indicated failure mode of underfill based on the retention sample testing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Material #: 367373. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text.

Event description:
It was reported, that during use with bd vacutainer® lh pst¿ ii plus blood collection tubes. The following information was provided by the initial reporter: phlebotomist have reported, underfilling of 3.0ml pst tube. This occurs intermittently across different l numbers. (Lot numbers unknown). Underfill volumes range from 500ml to 1.5ml. No impact to patient or patient treatment.